Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, the patient¿s spouse woke him up as the patient was ¿dripping in sweat¿. The patient¿s cgm was reading 70 mg/dl at the time. The patient¿s spouse called emergency medical services. While waiting, the patient¿s bg meter reading was tested, which was 39 mg/dl while the cgm was reading 69 mg/dl. Once ems arrived, the patient was treated with IV glucose. The patient recovered after treatment and remained at home. The patient was in good condition at the time of report. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.